Event description:
Driver has a broken belt and the motor will not turn on. This was found before the breast was pierced. The case was completed with another device. There was no pt consequence reported. The device was returned for repair.